Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the foot switch of the navigation system was replaced to restore functionality. The navigation system then passed a system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9733624, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the foot switch of the navigation system was not operating as designed. There was no patient present when this issue was identified.